Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information requested:was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during an unknown procedure, patient was unable to maintain good pneumo during the case. The surgeon concluded this was the result of the trocar leaking. All the trocars used in the case have been submitted and no indication was given as to which one was determined to be faulty. The case continued, no instruments were changed. There were no adverse consequences for the patient.